Manufacturer narrative:
Patient information and serial number are documented as unknown. Date of event: was entered as the same as published date (23mar2023) since date of data collection was not provided. Kobayashi, r. L. Et al. (2023). Apixaban anticoagulation in children and young adults supported with the heartmate 3 ventricular assist device. Asaio journal, publish ahead of print. Https://doi.org/10.1097/mat.0000000000001889. Boston children¿s hospital boston, ma; harvard medical school, boston, ma. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the heartmate 3 may be associated with pump thrombosis, driveline infection, bacteremia, and bleeding. One patient was noted to have been put on warfarin (coumadin) but was converted to apixaban (eliquis) due to persistently rising lactate dehydrogenase (ldh) levels with a concern for pump thrombosis. The other four patients were transitioned to apixaban from unfractionated heparin or bivalirudin (angiomax). All patients were also started on a daily aspirin regimen. One hemocompatibility-related occurred where a patient developed a nonocclusive thrombus in their outflow graft approximately three years into their therapy in the setting of medication nonadherence and chronic recrudescent bacteremia, driveline infection, and mediastinal phlegmon despite chronic suppressive antibiotics. Undetectable apixaban levels were noted over the course of 3 months with reported missed doses by the patients. There were no changes in pump parameters reported, and ldh levels were within a normal range. The same patient also had their apixaban dose intermittently reduced or held due to epistaxis and hemorrhoid-related bleeding. Three patients underwent a heart transplant; two doses of apixaban were held before surgery and the patients were started on unfractionated heparin after the first apixaban dose was held. Two patients remained on hm3 support with apixaban.

Manufacturer narrative:
H6: health effect - clinical code - bacteremia (4846) manufacture¿s investigation conclusion: the reported device thrombus could not be confirmed as no product is available for investigation. A direct correlation between the device and the other reported events could not be conclusively established through this evaluation. It was reported through the research article ¿apixaban anticoagulation in children and young adults supported with the heartmate 3 ventricular assist device¿ that the heartmate 3 (hm3) may be associated with pump thrombosis, driveline infection, bacteremia, and bleeding. This retrospective study evaluated five patients implanted with a hm3 between (B)(6) 2019 and (B)(6) 2022 who received anticoagulation therapy. One patient was noted to have had modified anticoagulation treatment due to persistently rising lactate dehydrogenase (ldh) levels with a concern for pump thrombosis. All subsequent patients also had their anticoagulation treatment adjusted. One hemocompatibility-related event occurred when a patient developed a nonocclusive thrombus in their outflow graft approximately 2 years into device therapy in the setting of medication nonadherence and chronic recrudescent bacteremia, driveline infection, and mediastinal phlegmon despite chronic suppressive antibiotics. Undetectable anticoagulant levels were noted over the course of 3 months with reported missed doses. There were no changes in pump parameters reported, and ldh levels were within normal range. One patient had their anticoagulant dosage intermittently reduced or held due to epistaxis and hemorrhoid-related bleeding. Three patients ultimately underwent heart transplantations, while the remaining two remained ongoing on hm3 support with anticoagulation therapy. The specific device and other case/patient information is not available and was not requested. No product was evaluated. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists device thrombosis, hemolysis, infection, and bleeding as adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The heartmate 3 lvas patient handbook is also currently available. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. No further information was provided. The manufacturer is closing the file on this event.